Manufacturer narrative:
This product is not sold in the united states, but it is similar to a product that is sold in the united states.

Event description:
Patient experienced a thrombotic event one hour after implantation of a cypher stent. The thrombus was treated by aspiration and balloon angioplasty and patient was sent into the intensive care unit on an intra aortic balloon pump. The percutaneous coronary intervention was an emergency procedure due to acute myocardial infarction. Target vessel was a type b2, de novo, concentric and bifurcated. The lesion was 10mm long and 3.0mm wide located in the proximal left anterior descending coronary artery. Pre-dilatation was conducted with a balloon (2.0/14mm) at 10atm for 10 seconds. Cypher (3.0/18mm) was implanted at 14atm for 10 seconds. Post-dilatation was conducted with a 3.0/18mm balloon at 6 atm for 5 seconds at the proximal left anterior descending branch and also at the first diagonal branch by kissing balloon technique with a non-cordis 2.0/15mm balloon at 6atm (inflation time was unk). At point, a dissection occurred at ostium of the first diagonal by the non-cordis balloon, but it was not an issue. Intravascular ultrasound the residual % of stenosis was 0%. Timi flow before the procedure was 3 and 3 after the procedure. Act was not measured. After discovery of the thrombus, act was measured at 157 and a 5000 units bolus of heparin was given. Argatroban was also given on suspicion of heparin-induced thrombocytopenia. Blood test confirmed a negative heparin-induced thrombocytopenia. Ef was at 40% and heart failure supervened as the result of the three myocardial infarctions the patient endured by the patient prior the pci.